Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. Additional information was provided that the patient underwent explant surgery on (B)(6) 2014 where the surgeon noted ¿two large fascial defects present. The peritoneal cavity was entered and adhesion to the abdominal wall were taken down.¿it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.